Manufacturer narrative:
(B)(4). The issue was noticed on an unknown date sometime between (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor detached from the remaining components. The device's housing was reportedly not observed to be malformed. There was no patient involvement as this was found before use. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured june 26, 2014 to june 27, 2014. The device was returned for evaluation in its original packaging. Visual inspection noted the red coil cap had separated from the housing. The separation occurred due to malformed housing. The reported condition was verified; however the cause of the malformation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.